Event description:
It was reported that during the procedure, in an attempt to reposition the ventricular lead, the guidewire could not be inserted completely. It was stuck inside the lead. When the second lead was used, the same issue occurred. The implant procedure was successfully completed with the third lead. Patient was stable post procedure.

Manufacturer narrative:
Correction: implant and explant dates should not have been reported in the initial report as the issue was noted during the same procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.